Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the back therapy pads. The patient reported that his dermatologist prescribed a hydro-cortisone cream. The final medical outcome of the rash is unknown. No allegation of a device malfunction.